Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in or around (B)(6) 2014 for permanent birth control. Subsequent to the essure procedure, the plaintiff began to experience abnormal bleeding, heavy menses, skin rashes, severe abdominal pain, signs/symptoms of a nickel allergy and other symptoms. The plaintiff's conditions were so severe her physician recommended a hysterectomy to fully remove the essure device. On or about (B)(6) 2016, the plaintiff underwent a hysterectomy. Follow-up (B)(6) 2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and subsequently after the procedure, experienced abnormal bleeding and severe abdominal pain. The patient underwent a hysterectomy one year and a half after the device placement to remove the devices. These events, seen as genital bleeding and abdominal pain, are listed in the reference safety information for essure. Considering the positive temporal relationship and the fact that abdominal pain and genital bleeding may occur during essure use, causality between both events and suspect insert cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. D01969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's medical history included hypertension. On (B)(6)2016, present within the right tubal ostia and focally extending into the upper uterine corpus, there is an essure coil. The coil was artifactually uncoiled during the bivalving of the uterus, present completely within the left tubal isthmus is the second essure coil. It does not grossly extend through the ostia into the uterus. The left coil is gently removed in two pieces measuring 0.7 and 2.0 cm in length. Previously administered products included for an unreported indication: paraguard. Concurrent conditions included abdominal pain (intermittent, moderate to severe) since (B)(6)2016, dysmenorrhea (worse with onset of period, severe) since (B)(6)2016, pain (progressively worse.) Since (B)(6)2016, dyspareunia since (B)(6)2016, overweight and weight gain. Concomitant products included bupropion hydrochloride (wellbutrin), furosemide (lasix), hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and metronidazole (flagyl). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("severe abdominal pain / lower abdominal pain"), allergy to metals ("signs/symptoms of a nickel allergy") with rash, back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain was resolving and the menorrhagia, allergy to metals, vaginal haemorrhage, dysmenorrhoea, migraine, headache, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: findings: the patient had a boggy 8-week uterus. Normal ovaries.84 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Ultrasound scan vagina - on (B)(6)2016: findings: transabdominal and transvaginal ultrasound imaging of the pelvis was performed. Impression: bilateral essure coils in place. Otherwise unremarkable pelvic ultrasound.. Concerning the injuries reported in this case, the following one confirmed in medical record were menorrhagia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: follow up 8 and 9 processed together. Plaintiff fact sheet received. Event patient didn¿t undergo essure confirmation test was added. Lab data was added. Reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. D01969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: paraguard in 2009. Concurrent conditions included abdominal pain (intermittent, moderate to severe) since (B)(6) 2016, dysmenorrhea (worse with onset of period, severe) since (B)(6) 2016, pain (progressively worse.) Since (B)(6) 2016 and dyspareunia since(B)(6) 2016. Concomitant products included bupropion (wellbutrin), furosemide (lasix), ibuprofen, medroxyprogesterone (depo provera), metronidazole (flagyl) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal pain / lower abdominal pain"), allergy to metals ("signs/symptoms of a nickel allergy") with rash, back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain was resolving and the menorrhagia, allergy to metals, vaginal haemorrhage, dysmenorrhoea, migraine, headache, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: findings: the patient had a boggy 8-week uterus. Normal ovaries. 84 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On (B)(6) 2016- exam description: us trans vaginal. Findings: transabdominal and transvaginal ultrasound imaging of the pelvis was performed. Impression: bilateral essure coils in place. Otherwise unremarkable pelvic ultrasound. On (B)(6) 2016, present within the right tubal ostia and focally extending into the upper uterine corpus, there is an essure coil. The coil was artifactually uncoiled during the bivalving of the uterus, present completely within the left tubal isthmus is the second essure coil. It does not grossly extend through the ostia into the uterus. The left coil is gently removed in two pieces measuring 0.7 and 2.0 cm in length. Concerning the injuries reported in this case, the following one confirmed in medical record were menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paraguard in 2009. Concomitant products included bupropion (wellbutrin), furosemide (lasix), ibuprofen, medroxyprogesterone (depo provera), metronidazole (flagyl) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain / lower abdominal pain"), allergy to metals ("signs/symptoms of a nickel allergy") with rash, migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2016; she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, allergy to metals, vaginal haemorrhage, dysmenorrhoea, migraine, headache, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: information extracted from plaintiff fact sheet: new reporter added. Patient¿s demographics added. Historical conditions added. Concomitant drugs added. New events added: pelvic pain/ pain, migraines, headaches, dysmenorrhea (cramping), lower abdominal pain, lower back pain, vaginal pain. Previously reported abnormal bleeding was specified as abnormal bleeding (vaginal). "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: paraguard in 2009. Concurrent conditions included abdominal pain (intermittent, moderate to severe) since (B)(6)2016 , dysmenorrhea (worse with onset of period, severe) since (B)(6)2016 , pain (progressively worse.) Since (B)(6)2016 and dyspareunia since (B)(6)2016 . Concomitant products included bupropion (wellbutrin), furosemide (lasix), ibuprofen, medroxyprogesterone (depo provera), metronidazole (flagyl) and vicodin (norco). In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 16-dec-2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("severe abdominal pain / lower abdominal pain"), allergy to metals ("signs/symptoms of a nickel allergy") with rash, migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6)2016 ; she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016 . At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, allergy to metals, vaginal haemorrhage, dysmenorrhoea, migraine, headache, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: findings: the patient had a boggy 8-week uterus. Normal ovaries.84 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On (B)(6)2016 - exam description: us trans vaginal findings: transabdominal and transvaginal ultrasound imaging of the pelvis was performed. Impression: bilateral essure coils in place. Otherwise unremarkable pelvic ultrasound. On (B)(6)2016 , present within the right tubal ostia and focally extending into the upper uterine corpus, there is an essure coil. The coil was artifactually uncoiled during the bivalving of the uterus, present completely within the left tubal isthmus is the second essure coil. It does not grossly extend through the ostia into the uterus. The left coil is gently removed in two pieces measuring 0.7 and 2.0 cm in length. Concerning the injuries reported in this case, the following one confirmed in medical record were menorrhagia, pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2018: mr received. Reporters were added. Patient details, historical condition, concomitant disease and unstructured relevant tests were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. D01969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension. Previously administered products included for an unreported indication: paraguard in 2009. Concurrent conditions included abdominal pain (intermittent, moderate to severe) since (B)(6) 2016, dysmenorrhea (worse with onset of period, severe) since (B)(6) 2016, pain (progressively worse.) Since (B)(6) 2016 and dyspareunia since (B)(6) 2016. Concomitant products included bupropion (wellbutrin), furosemide (lasix), ibuprofen, medroxyprogesterone (depo provera), metronidazole (flagyl) and vicodin (norco). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 16-dec-2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("severe abdominal pain / lower abdominal pain"), allergy to metals ("signs/symptoms of a nickel allergy") with rash, back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2016; she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain was resolving and the menorrhagia, allergy to metals, vaginal haemorrhage, dysmenorrhoea, migraine, headache, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: findings: the patient had a boggy 8-week uterus. Normal ovaries.84 she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. On (B)(6) 2016- exam description: us trans vaginal findings: transabdominal and transvaginal ultrasound imaging of the pelvis was performed. Impression: bilateral essure coils in place. Otherwise unremarkable pelvic ultrasound. On (B)(6) 2016, present within the right tubal ostia and focally extending into the upper uterine corpus, there is an essure coil. The coil was artifactually uncoiled during the bivalving of the uterus, present completely within the left tubal isthmus is the second essure coil. It does not grossly extend through the ostia into the uterus. The left coil is gently removed in two pieces measuring 0.7 and 2.0 cm in length. Concerning the injuries reported in this case, the following one confirmed in medical record were menorrhagia, pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-sep-2018: events "dyspareunia (painful sexual intercourse)", lot number added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.